Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 632 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer reported having a heart attack due to high bg. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged on 2/4/25 with the issue resolved. The customer continued to use the pump for insulin therapy. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.